Manufacturer narrative:
One sample of low pressure cuffed tracheostomy tube part number 8lpc was received for evaluation. An inflation/deflation test was performed with a syringe 15cc of air was applied to the cuff, and it was observed that the cuff deflated immediately. A visual inspection of the cuff revealed a cut measuring 0.216 inches. This reading was taken using caliper calibration number (B)(4). The failure mode cut in the cuff was confirmed on (B)(4) 2014. (B)(4).

Event description:
It was reported by a customer in the USA that, the tracheostomy tube cuff was leaking, and it would not inflate. There was no patient involvement.